Event description:
It was reported that the patient's lead was replaced due to "increase in se following 2x coronary bypass surgery graft surgery, unable to tolerate". Information was received from the np that the patient complained of pain in the chest and throat and retching after no changed parameters, and x-rays showed that one coil was not on the nerve. Lead impedance was normal. Per the np, the cause of the increase in seizures was due to reduced vns parameters due to the side effects caused by the displaced coils. The explanted lead was likely discarded per the np. The surgical intervention was noted to be for patient comfort only, not to preclude serious injury. The np confirmed that it is assumed that the cause of the displaced coil was due to the patient undergoing cardiac surgery in which the lead was manipulated, but this could not be confirmed. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.